Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1696.

Manufacturer narrative:
Correction number - 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Eval codes, results: the complaint for "ineffective simulation" was confirmed. The header showed discoloration. Fluid intrusion was observed in lower septum. The septa didn't seem to be cored, but the adhesive around the septum were coming lose. Invasive cleaning was performed by cutting the silicone header to access the lower base of the channels feed-through wires. After thorough cleaning, ate test was ran again and passed all functional tests. The device was programmed using 8 electrode pairs while monitoring the stimulation output; normal stimulation was observed on all electrode pairs and no extraneous stimulation was observed. Sjm was limited info related to the pt's medical history and is unable to form an opinion as to he relevancy of the pt's history to the event reported. Sjm deters to the pt's physician regarding medical history.